Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer failure occurred. Drawer 2.2 failed and required maintenance. The customer attempted to restart the station and removed the back panel to check for any obstructing medications; however, the drawer could not be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 06-jan-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 2.2 was not detected on bus. A field service engineer upon arrival half height drawer 2.2 was not detected on bus, removed back panel found one of the board sensor lights was not active, removed metal cover saw that the retractor band was not connected to the board, reconnected the retractor band and reseated all other cables, also verified no cuts or tears on any other sensor to resolve the issue. Booted the machine and the drawers were tested using the hardware test application, and no issues were observed. The system functioned as intended after the field service engineer repaired the device.